Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was over 500 mg/dl at the time of incident and was throwing up been there since saturday night blood glucose was 174 mg/dl . The customer was assisted with troubleshooting. The customer was treated with long lasting thru intravenous drop humalog through stomach during hospitalization. The customer stated that the symptoms related to high blood glucose such as chest pains, throwing up, dizzy and high blood pressure. Customer reported the battery cap on the insulin pump was broken. Customer was unable to complete carelink upload. The device will not be returned for analysis.